Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6), 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Two unpackaged ar-1317ft devices (no batch identifiers present) were received for investigation. Visual inspection identified that the distal tips of both inserters were severely twisted. The observed condition is consistent with over-torquing/over-engaging the inserters within the anchors during use.

Event description:
On (B)(6)2021, it was reported by an arthrex employee via email that (2) ar-1317ft nano corkscrew and (2) ar-1318ft-40 micro suture anchor corkscrew tips bent while insertion. This was discovered during a procedure on (B)(6)2021, when surgeon made a pilot hole, ar-1317ft tip bent and the bone quality was hard. This was attempted again with another nano corkscrew and the driver tip bent when it was about 80% inserted. The same happened when ar-1318ft-40 screw was inserted. Finally, surgeon was able to insert and suture one nano and one micro corkscrew to complete case. Additional information received 10/11/2021 surgeon tried to use another ar-1318ft-40 a second time and tip was also bent. There were no broken pieces inside patient.